Manufacturer narrative:
Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the instrument, performed troubleshooting including part replacement but was unable to determine a single definitive part the likely cause. The architect i2000sr, serial number (B)(6) was considered the likely cause of the issue. The instrument service history review for (B)(6) revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i2000sr did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances or potential nonconformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i2000sr for serial (B)(6) was identified.

Event description:
The customer observed discrepant tsh and ft4 results generated on the architect i2000sr for patient samples. The following data was provided: customer¿s reference ranges: tsh 0.35-4.00, ft4 0.8-1.5 ng/dl. Sample ID (B)(6), (B)(6) 2025 initial result = >5 ng/dl, (B)(6) 2025 repeat result = 1 ng/dl, repeat result on another instrument (B)(6) = 1 ng/dl, hil was negative. Sample ID (B)(6), reported result = >5 ng/dl, repeat result = 1.0 ng/dl. Sample ID (B)(6), tsh reported result = 0.27, repeat result =0.65, sample ID (B)(6), tsh reported result = 0.08, repeat result = 0.85, sample ID (B)(6), tsh reported result = 0.26, repeat result = 3.89, sample ID (B)(6), tsh reported result = 0.11, repeat result = 3.42, sample ID (B)(6), tsh reported result = 0.25, repeat result = 0.66, sample ID (B)(6), tsh reported result = 0.81, repeat result = 5.23, sample ID (B)(6), tsh reported result = 0.27, repeat result = 0.70. No impact to patient management was reported.